Event description:
Reported as explant to be returned. Follow up findings event clarified as lap-band system explant due to erosion.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number and implant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint becasue no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generall ydoes not assist inamed in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."